Event description:
It was reported that the patient received an alert via remote transmission. Low, out of range, high voltage lead impedance was observed. The lead tested normal at ICD replacement and remained implanted. Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of the lead material. It was determined that the cause of the reported impedance anomaly was a lead anomaly.

Manufacturer narrative:
(B)(4). (B)(6).